Manufacturer narrative:
The device has not been returned for investigation. Root cause is unknown at this time.

Event description:
Information was received that a nail stopped distraction. Revision procedure is planned.

Event description:
See updated information in d4, h2, h3, h6 and h10.

Manufacturer narrative:
The customer's report that the nail failed during distraction was confirmed. Visual inspection of the returned nail revealed that the housing tube had cracks at the anti-rotation lug or the crown region. X-ray images of the internal components showed the retention barbs were disengaged. The combination of a broken anti-rotation lug and disengagement of retention barbs resulted in the loss of distraction. Based on the type of breakage observed and the provided information, the cause of the housing tube break was due to the stress generated from weight-bearing activities. Per the instructions for use (IFU) "the nail cannot withstand the stresses of full weight bearing. Patients should utilize external support and/or restrict activities as directed by the physician until consolidation occurs." A review of DHR indicates there were no deviations in the manufacturing process and the finished product met all acceptance criteria prior to shipment.